Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 45 stapler logs show the instrument was installed on the system 7 times and fired 6 reloads (2 green, 1 black, 1 green, 1 black, 1 green, in that order). On installs 1, 2, and 7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was incomplete. The next 2 clamps were successful, and the firing was completed with no pauses for compression. On install 4, the first 2 clamps were incomplete. The 3rd clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the user made 6 incomplete clamp attempts. No firing was attempted on this install. On install 6, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 1-2 pauses for compression. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs, however logs show a mid-procedure restart between installs 3 and 4.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the black sureform 45 staple line was incomplete after firing. During the firing sequence of the third black reload, a message of "tissue too thick to fire" was produced, and a pause for compression occured. The black reload continued to fire. Once the stapler was unclamped the patient side toward the hilum of the staple line was incomplete and open, the specimen side was complete and intact. The staple line was over sutured to repair the defect, no bleeding occurred. The procedure was completed robotically with no further complications. The patient is recovering well.